Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, and battery tube threads. Unit received with cracked keypad overlay at select button.

Event description:
The customer's wife reported via phone call that their insulin pump had crack located along the side of the battery chamber and the belt clip would not stay on the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.